Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as a defective ise (ion-selective electrolytes) data board and electrode cables. The fse replaced the ise data board and electrode cables to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false sodium (na) and chloride (cl), potassium (k) and carbon dioxide (co2) patient results with low anion gap on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided example data for two (2) patient samples.